Event description:
It was reported that during trial procedure, while attempting to access the epidural space and place the trial lead at t11-t12, the patient had a csf leak. The physician performed a blood patch. Patient woke up feeling fine. No devices were implanted.

Manufacturer narrative:
The event of abandoned procedure was reported to abbott. The physician attempted to access the epidural space and place trial lead resulting in a wet tap. The physician placed a blood patch. Patient woke up feeling fine. No leads were placed. No further intervention is planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.